Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the surgeon was inserting a (1.5mm titanium screw) by hand for patient¿s third metacarpal fusion 2 screws were inserted in second metacarpal and 2 screws in third metacarpal. The head of a cortex non-locking titanium screw broke off during insertion, the shaft of the screw remains in the patient. The reporter confirmed that broken screw head was retrieved from patient and surgeon used a manual screwdriver to complete the surgery. No surgical delay was reported and procedure was successfully completed. Patient/status outcome was unknown. This is report 1 of 1 for (B)(4).